Event description:
It was reported this catheter was successfully placed to decompress the stomach for nutrition. It was noted during a scheduled catheter exchange, this drainage catheter had fractured at the distal tip. The catheter remained intact and was removed via the proximal end. The treatment with a drainage catheter was completed with this unit and a button was placed for feeding. The patient's condition is good. This device was returned, evaluated and retained by this manufacturer. The engineer's evaluation indicated the distal segment of the catheter measured approximately 30cm length. The separation point on the proximal end was smooth and slanted. Approximately 65cm of suture was returned. A fracture was located at the 4th drainage hole approximately 7cm from the distal tip. The fracture measures 5cm and is longitudinal and circular through the 5th drainage hole. The hub and stopcock were not returned for evaluation. At lot search was performed and revealed no other complaints to date on this lot number. Additionally, a review of the device history report indicated this device met its specificvations. User technique, and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections".